Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was seen by their healthcare professional on (B)(6) 2018 and was re-instructed on proper use of recharging. It was stated the poor coupling had resolved, and the patient was doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient was experiencing poor coupling. Caller stated that the ins battery was half full and the 3rd quartile was flashing, however they had 0 coupling boxes. They attempted to reposition the antenna, but that had not resolved the issue. It was noted that the bandages were off, and there didn't appear to be any swelling. Patient services ordered adhesive discs for the patient on their behalf. There were no symptoms reported. There were no further complications reported.